Manufacturer narrative:
A ge service representative performed an on site investigation. The failure was confirmed. The x-ray tube, high voltage tank, and camera were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system had a low ma error code displayed during a case. Also, the camera is slow to rotate. The procedure was completed without incident and no patient injury was reported.